Event description:
A female patient reported developing a corneal ulcer with fusarium infection in the left eye while using renu multiplus multi-purpose solution. In 2006, the patient was seen in the emergency room and was prescribed treatment for pink eye, gentamicin eye drops, 1 drop every two hours. On the third day, she sought treatment from an optometrist and was diagnosed with a corneal ulcer in the left eye. The optometrist advised her to discontinue the gentamicin drops and referred to a specialist that same day. The specialist also diagnosed a corneal ulcer and performed an eye culture. The patient was prescribed tylenol with codeine, erythromycin ointment and re-initiation of gentamicin eye drops. The laboratory results were received one month later, which confirmed a fusarium infection. The patient was continued on the same medications. In 2006, the patient was seen again by the specialist and was found to have some residual corneal hazing, but the infiltrate was clear. The patient's medications were discontinued. The patient had a non-central superior scarring of the cornea with no permanent decrease in visual acuity.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the maufacturing facility environmental records, a review of batch records and testing or retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.